Event description:
Clinical study. Same case as MFR# 6000089-2004-01579, 01580, 01578. It was reported that 226 days after a coronary drug eluting stenting treatment procedure, the pt expired. In 2004, the lesion being treated was a 3.5 mm, 90% stenosed, severely calcified and tortuous, mid left anterior descending (lad) artery lesion. IV angiomax was administered to the pt. The lesion was predilated. The physician placed 2 taxus express2 8.8% 3.5 x 8 mm drug eluting stents overlapping one another. The following month, the pt returned to the cath lab. The lesion being treated was a 3.0, 95% stenosed, severely calcified, mildly tortuous, distal circumflex (cx) artery lesion. IV angiomax and plavix were administered to the pt. The lesion was predilated. The physician then placed a taxus express2 8.8% 3.0 x 32 mm drug eluting stent and a taxus express2 8.8% 3.0 x 20 mm drug eluting stent, overlapping one another. There were no reported pt complications. Six months later, it was reported that the pt expired. The cause of death is coronary artery disease. No autopsy has been performed. In the opinion of the physician it is unk if the target vessel were involved.

Event description:
It is further reported that the pt was enrolled in the program in mar. 2004. Target lesion 1 (8.0 mm long) was identified in the mid lad with 90% stenosis and a 3.5 mm reference vessel diameter. A 3.5 x 16 mm taxus stent was attempted to be placed in the distal portion but was unable to cross the lesion. Next, a 3.5 x 8 mm was attempted to be placed in the same lesion but was unsuccessful. Finally, a 3.5 x 8 mm taxus stent was able to be deployed, and angioplasty was performed to the distal portion of the lesion. Residual stenosis was 0% following post-dialation. The 3.5 x 16 mm stent was again attempted to be placed in the mid lad but was unsuccessful. Next, a 3.5 x 8 mm taxus stent was deployed inside the previously placed stent with 0% residual stenosis. The pt was discharged 2 days later on plavix and asa, with plans to return for staged stenting of the lcx with rotational atherectomy. Implant procedure #2 the pt underwent a staged procedure to the lcx 24 days later. A temporary pacemaker was placed in the right ventricle "due to anticipated bradycardia." Target lesion 1 (48 mm long) was identified in the dist cx with 95% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with rotational atherectomy, predilatation, and placement of overlapping 3.0 x 32 mm and 3.0 x 20 mm taxus stents. Residual stenosis was 0%. The temporary pacemaker was removed, and the pt was discharged the next day on asa and plavix. The pt was transported to the ER, 202 days post procedure, after a fall that evening resulting in hyperextension of the neck and a left femur fracture. The pt was transferred to the study site and underwent o.r.i.f of left femur with no complications. On the first postoperative day, the pt required blood transfusion and developed respiratory distress requiring bipap support until 5 days later at which time they were transitioned to nonrebreather. The pt developed atrial fibrillation which was treated medically, anemia requiring 5 units prbc, acute liver injury, cholestasis and jaundice. The pt also had a positive culture for klebsiella and was treated medically during hospital course. Acute renal faiure was felt to be secondary to prerenal syndrome and postobstructive disorder. The pt was discharged ten days later to a nursing home. The pt expired 8 days later (226 days post enrollment). Death certificate states that cad was the immediate cause of death. There was no autopsy performed.